Event description:
The customer reported that the battery failed. The customer reported there was no patient involvement. The customer contacted product support regarding the battery issue. Further information is pending.

Manufacturer narrative:
The battery was returned for failure investigation. The complaint was duplicated. The root cause cannot be determined without opening the battery package. The unit will be returned to the manufacturer for analysis. The vendor will be contacted for an RMA and the battery will be returned for analysis.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. Following the evaluation of the device, the fse replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.